Event description:
Patient developed two blisters following treatment with the anodyne professional unit. The blisters measured approximately 1 inch in diameter (left calf) and 1x.5 inches (right calf). Patient received medical treatment at the clinic where she received anodyne treatment.